Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22029777; medical device expiration date: 18-feb-2025; device manufacture date: 17-feb-2022. Medical device lot #: 21119939; medical device expiration date: 30-nov-2024; device manufacture date: 29-nov-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd alaris¿ extension set each from lots 22029777 and 21119939 leaked during use. The following information was provided by the initial reporter: "as just discussed, because our critical care areas had continuous leaking with bd set and filter mz9267 and 10011865, that resulted in product being pulled from those areas"

Manufacturer narrative:
H6: investigation summary: samples were retained by customer and a company rep was able to bring them for shipping. Since the affected samples were dropped off, there has been no update on the tracking and they have not been received at our investigation facility. The complaint has been verified because samples were collected and a rep was able to retrieve them but without a formal investigation, the root cause remains unknown. A device history record review for model 10011865 lot number 22029777 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18feb2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. A device history record review for model 10011865 lot number 21119939 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30nov2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.

Event description:
It was reported that 1 bd alaris¿ extension set each from lots 22029777 and 21119939 leaked during use. The following information was provided by the initial reporter: "as just discussed, because our critical care areas had continuous leaking with bd set and filter mz9267 and 10011865, that resulted in product being pulled from those areas".